Event description:
The duett sealing device was deployed following a diagnostic procedure (via 6f sheath in the right common femoral artery). Following the deployment the pt showed signs and symptoms of an arterial occlusion (leg pain and absent foot pulses). An angiogram was performed in the right leg using a contralateral approach showing the stick was at the bifurcation. The pt was sent for surgical intervention. Vsi has made several attempts to follow-up on pt outcome, but no further info is available at this time.